Event description:
Patient (B)(6) was scheduled for a transurethral resection of the prostate. During the procedure the resectoscope electrosurgical unit (esu) connection sparked and caused smoke and fumes. The resectoscope, esu machine and esu cord was removed from the case and new instrumentation and esu was obtained to finish the case. The patient was assessed by doctor (B)(6) for injury and found no injury. The esu ee number is (B)(4). The pm was 2/27. The settings for the esu was 100 pure cut/ 70 fulguration. Resectoscope and esu cord are reprocessable. Cutting loop is a single use item.